Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - drill. G2: foreign - event occurred in spain. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the flute of the drill bit has fractured; not all pieces are seen in the pictures. Additional evaluation cannot be complete without product return. The device history record was not reviewed due to lack of lot number. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, a device piece broke. Attempts have been made and no further information has been provided.